Event description:
Pt having a-v replacement procedure performed. Jude mechanical heart valve utilized. First valve was observed as not working properly and removed. Alternate, second jude mechanical heart valve was utilized.